Event description:
It was reported that during a bilateral inguinal hernia procedure, the anchors did not stay in place, they released after implanted. When removed they just fell apart, pieces fell into pt. All pieces retrieved except one tiny piece. There was no consequence to the pt.